Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. " this report is number 4 of 7 mdrs filed for the same patient (reference 1825034-2013-04639 thru -04645.) Previous medwatch reports were submitted to report patient allegations pertaining to the patient's right hip, which has not been revised to date (reference 1825034-2013-02796 / 02798).

Event description:
Patient medical records were received and indicate that patient underwent multiple revision procedures due to recurrent dislocations. Patient medical records reveal that patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, an open reduction procedure was performed on (B)(6) 2011 due to dislocation. The modular head and acetabular liner were removed and replaced. A second revision procedure was performed on (B)(6) 2011, after the patient dislocated while laying on side in bed. The modular head and acetabular liner were removed and replaced. The patient underwent a third revision procedure on (B)(6) 2011, where the modular head and acetabular liner were removed and replaced with a constrained system due to dislocation. A fourth revision procedure took place on (B)(6) 2011, after the patient externally rotated her hip while standing, causing an anterior dislocation. All components except the femoral stem were removed and replaced.